Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed after battery change, due to faulty connector on interface board. No alarms noted. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the customer received an unexpected restart alarm as well as an external ram error alarm. Customer's blood glucose levels at the time 238mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.